Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The primary investigator reported that customer experienced severe hyperglycemia and instructed to visit emergency room. The customer's blood glucose level was 374 mg/dl and experienced symptoms like vomiting soon after water drinking. The infusion set cannula was bent and site was occluded during night. The insulin pump will not be returned after product analysis.